Manufacturer narrative:
The event occurred on an unspecified date, further described as around the middle of april 2022. Initial reporter city: (B)(6).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine leakage was observed during patient use of a minicap extended life pd transfer set; further described as ¿iodine on dressing covered on transfer set¿. No damage was noted on transfer set; however, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted damage at the threads of the dark blue female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed with an in lab minicap and failed due to the damaged area of the female connector. The reported condition was verified. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.